Event description:
It was reported that there was observed oversensing resulting in an inappropriate shock as well as rhythm acceleration when it comes to this device. The episode was seen via remote monitoring. No adverse patient effects were reported. This device remains implanted.